Event description:
It was reported that the smoke evacuator stopped working during a procedure. The case was completed successfully without any procedure delay. There were no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician confirmed that the smoke evacuator had intermitent operation. The technician replaced the rover power control pcb assembly and the programmed smoke controller and returned the unit to service.